Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# of instrument involved (17ag083). We will proceed with further investigation and send a final report once the investigation will be concluded.

Event description:
Surgeon noticed the blocking (golden screw of femoral positioner was blocked) after inserting the cemented physica ps femoral component; then he was forced to remove the whole construct (instrument+implant), clean the femoral component and re-implanting it. Event occured in (B)(6).

Manufacturer narrative:
By the check of the device history records, no pre-existing anomaly was found on the instruments that belong to the same lot number (17ag083), thus we can state that the instrument was released on the market compliant specifications. This is the first and only complaint received on this lot number. Without the possibility to analyze the instrument, no definitive conclusion can be defined on the cause of the reported issue. However, according to the information received, the instrument was eventually unblocked. We speculate that the reported difficulty to unscrew the instrument might have been related to the following causes: repeated use of the instrument and specifically to the deposit of residues/debris in the interstices, which may have caused the mechanism to block and thus the instrument to loose functionality until forcedly unscrewed and/or an excessive force applied during the use, when the subcomponent was at end-stop position. Pms data: limacorporate is aware of three similar complaints about the intra-operative difficulty to unscrew the femoral positioners with code 9065.88.120 (including the one object of this report). By the inspection of the two (out of three) instruments that were available for our analysis, no product defect that could have contributed to this problem was found. No corrective action related to this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Intra-operative issue occurred on (B)(6) 2018 during a knee surgery: the screw of the femoral positioner with code 9065.88.120 and lot number 17ag083 was blocked. As the malfunctioning was noted after inserting the physica ps femoral component, the surgeon had to remove it together with the instrument, clean it from the cement and re-implant it by using another available instrument. This malfunctioning caused 40 minutes of prolonged surgery time. The exact number of uses of the instrument is unknown, but the complaint source estimated an average of 4-5 uses. This event occurred in spain.